Event description:
A health care provider (hcp) reported via a manufacturing representative (rep) that the patient started with return of tremor "1/52" post operatively. The doctor performed an impedance check which showed left side vim had low impedance of 90. It was unknown if there were any external factors that may have contributed to the event. The rep repeated impedance test yesterday which was all normal and patient's tremor had resolved. On the day of this report the patient was taken into surgery to check the extension with the trialing cable and external neurostimulator. No issues were found. The extension was re-inserted into the implantable neurostimulator (ins) and again found no issue. Multiple impedance checks were performed with neck extended. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.